Manufacturer narrative:
The device was returned without a specific complaint. The device was received with normal outputs and normal telemetry communication. Electrical and mechanical tests performed including output verification and physical evaluation did not identify any anomaly or functional issues. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining longevity. The DHR sterilization records were reviewed, and no anomalies were noted. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a scheduled procedure. After a few weeks it was noted that the patient was not feeling well experiencing chills and fever. Upon review, it was discovered that there was some draining from the incision and bacteremia was confirmed. Medication was administered however was unsuccessful. The entire system was explanted and replaced. There were no patient consequences.